Event description:
The customer stated that he was treated by paramedics due to hypoglycemia. The reported blood glucose reading was 40 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed and reading the reservoir volume correctly. The time was off by one hour. The customer was disconnected during the manual prime. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.